Event description:
A hospital in (B)(6) reported that the iw930 cosycot infant warmer had a cracked warmer head. A service of the infant warmer was requested. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the heater head assembly of the complaint (B)(4) cosycot infant warmer was returned to fisher & paykel healthcare in (B)(4) for evaluation. Results: visual inspection revealed cracking and crazing at various locations on the upper head case. Two crack lines were observed on the left side portion of the upper head case. Chipped plastic was observed at the head clip attachment and multiple cracking was observed at the dome. At the dome a crack line stretched from the front end edge to the top of the dome, and extended up to the inside portion of the head. The right side portion of the head had similar defects such as chipping of the plastic at the head clip area and the bottom middle portion. A 10cm longitudinal crack was found emanating from the head breaking joint which is visible underneath the head case. One of the broken pieces showed surface flaking, stress cracking and crazing along the breaking line. There was also a trace of solvent attack on the area where the multiple fractures occur at the break point. The subject infant warmer was over (B)(4). Conclusion: it is likely that the crazing and cracking of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces". The hospital reported that they were using achtichlor to clean the infant warmer which is not recommended. The complaint (B)(4) cosycot infant warmer is currently at cardiac services awaiting repair.